Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one opened pen needle sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out on the returned sample as per procedure (B)(4) and no issues were observed. Results as follows: 1 pass. Investigation conclusion: a clog test was carried out on the returned sample as per procedure (B)(4) and no issues were observed. No DHR review can be carried out as lot number is unknown. Root cause description: no issues were observed with the returned sample therefore no root cause can be identified. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the unspecified bd¿ pen needle was partially clogged. The following information was provided by the initial reporter: needle partially blocked.